Manufacturer narrative:
Unsuccessful ring repair.device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was initially reported that the device was explanted after an implant duration of zero days. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to a failed ring repair, as there was s.a.m. Present after testing the ring. It was elected to replace the valve.

Event description:
It was reported that the device was explanted after an implant duration of zero days. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. Per the operative report, "in hopes of obtaining elevation of the posterior leaflet, a myxo ring was subsequently placed, sutured in place with 2-0 ethibond. The valve was tested, I was still unsatisfied with the result. The ring was subsequently removed, and the valve replaced."